Event description:
It was reported the pt felt a burning sensation at the lead site during the first 30 minutes that stimulation is on. It was reported the pt has a cycling program in which her device powers on for an hour then off for an hour. She stated she feels the burning sensation after the power goes on and it eventually subsides. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.